Manufacturer narrative:
There was no patient involvement. The variolock is not traced with a serial number. As the serial number is unknown, the device manufacture date could not be determined. Livanova (B)(4) manufactures the variolock. The incident occurred in (B)(6). The livanova representative identified the reported issue during the maintenance and replaced the variolock to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device was not returned.

Event description:
Livanova (B)(4) received a report that one of the two clamping arms of the variolock is missing as well as the pin which holds the clamping arm. This issue was identified by a livanova field service representative during routine maintenance. There was no patient involvement.